Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on (B)(6) 2004: patient presented with pre-op diagnosis: degenerative disk disease, l3-l4, l4-l5, l5-s1. Spinal stenosis l3-l4, l4-l5, l5-s1. Herniation of nucleus pulposus, l4-l5. Procedures: posterior lumbar interbody fusion , l4-l5 and l5-s1. Posterior lateral intertransverse process fusion with segmental instrumentation and pedicle screws from l3 to s1. Insertion of intervertebral biomechanical device, l4-l5. Repair of dural tear. Local autograft. Op notes: an interbody fusion using osteofil and a silver of collagen sponge soaked with rh-bmp2/acs. The device was filled with rh-bmp2/acs sponge as well as one being placed anterior to it within the disk space. A portion of the rh-bmp2/acs sponges that were remaining from the intervertebral position of the case were laid over this layer of morselized autograft . Next , another layer of morselized autograft was placed dorsal to the rh-bmp2/acs sponges, creating a sandwich-type effect of the rh- bmp2/acs sponges. Patient tolerated the procedure well. On (B)(6) 2007: patient presented with pre-op diagnosis: spinal stenosis l2 ,l3. Painful hardware l3,l4,l5 and s1 bilateral. Failed back syndrome. Procedure: laminectomy of l2, l3. Exploration of fusion l3, l4,l5,s1. Removal of hardware to include pedicle screw and cross lock l3, l4, l5, s1. No complications were reported.